Manufacturer narrative:
The returned device was evaluated and pod was received with the soft cannula deployed. Inspection of the fluid path found the exposed portion of the soft cannula to be cut and shortened, preventing fluid from flowing through the complete fluid path. The timing and cause of this soft cannula damage could not be determined. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 350 mg/dl. The patient removed the pod.